Event description:
It was reported that during a routine follow-up appointment, this device was found to be in safety mode. Boston scientific technical services was contacted and recommended emergent device replacement. The physician surgically explanted and replaced this device to resolve the event. The patient was stable with no additional adverse effects reported. The device is expected for analysis, but has not yet been received.

Event description:
It was reported that during a routine follow-up appointment, this device was found to be in safety mode. Boston scientific technical services was contacted and recommended emergent device replacement. The physician surgically explanted and replaced this device to resolve the event. The patient was stable with no additional adverse effects reported. The device is expected for analysis, but has not yet been received.

Event description:
It was reported that during a routine follow-up appointment, this device was found to be in safety mode. Boston scientific technical services was contacted and recommended emergent device replacement. The physician surgically explanted and replaced this device to resolve the event. The patient was stable with no additional adverse effects reported. The device is expected for analysis, but has not yet been received.